Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 28-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-05, information was received from a patient via a manufacturer representative (rep) regarding another patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for degenerative disc disease and spinal pain. Information received reported the 8784 catheter broke. No further information was provided.